Event description:
It was reported that the caller encountered an issue with the incorrect time setting on their pump. The discrepancy and actual time greater than 5 minutes. There was no adverse impact to the customer¿s blood glucose level, as they were not outside the normal range. Technical support helped the caller update the pump's time and advised them to monitor the device and follow up if the time discrepancy occurred again. The caller understood and acknowledged the instructions.